Event description:
It was reported that bd alaris smartsite needle-free valve leaked. The following information was provided by the initial reporter: "the nurse found that the patient's clothes and skin were moist about 20cm*12cm at the infusion place, and immediately stopped the infusion. Needle sealing infusion connector broken".

Manufacturer narrative:
Initial reporter phone number: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21065453. Further information provided by the customer indicates that the leakage occurred during infusion. As part of the investigation, the customer provided a photograph (appendix 1) of the affected sample; analysis of the photograph identified that the thread of the male luer had broken. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21065453 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.